Manufacturer narrative:
The clinic declined service inspection of the device, confirming this is an isolated incident. Investigation performed by inmode concluded that the reported burn was caused by a user error: the doctor utilized treatment parameters not congruent with the recommended protocol and delivered an excessive number of pulses to the region. Such excessive application of pulses was done on the same spot and apparently too superficially (incorrect technique), damaging completely the dermal plexus, leading to necrosis. Retraining has been scheduled for the doctor and inmode is monitoring patient's recovery.

Event description:
Full thickness burn with necrosis on submentum following quantum procedure.

Event description:
Full thickness burn with necrosis on submentum following quantum procedure.

Manufacturer narrative:
The clinic declined service inspection of the device, confirming this is an isolated incident. Investigation performed by inmode concluded that the reported burn was caused by a user error: the doctor utilized treatment parameters not congruent with the recommended protocol and delivered an excessive number of pulses to the region. Such excessive application of pulses was done on the same spot and apparently too superficially (incorrect technique), damaging completely the dermal plexus, leading to necrosis. Retraining has been scheduled for the doctor and inmode is monitoring patient's recovery. On 30-mar-2026: fu report is submitted with additional informatino and corrections: b7 - corrected. H7 - updated. Although inmode has offered the doctor a full retraining, the doctor eventually declined it. The doctor received guidance from inmode's kol via phone/whatsapp. Inmode will continue to monitor patient's recovery.